Event description:
It was reported that the customer experienced an ongoing intermittent elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.